Manufacturer narrative:
The battery was not returned for evaluation. Log file analysis was not performed since log files were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the limited information available, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller powered down due to a battery malfunction. The battery remains in use. No patient complications have been reported as a result of this event.